Event description:
The hcp reported the pt had last been seen in their clinic in 2003. At that visit, pt was alert and oriented and had some wheezing. The pt's family member called with concerns that the pt was depressed, and was very disinterested in everything. Family member also reported that pt was tighter than normal. The hcp reported the pt was having the pump filled at another clinic. The hcp did report that pt was receiving compounded baclofen in a complex program that delivered 475 mcg/day of drug along with 2 boluses - one in the am and one later in the day. The hcp that refilled the pump reported the pt had been seen in their office 2003. The spasticity was under control with the intrathecal baclofen at a concentration of 2000mcg/ml. The pt had the last refill in 2003 - "appeared to have the beginnings of a cold with a drippy nose." The family member gave the office no indication of any other problem. The hcp reported a "sudden death - during sleep." No autopsy was done. The pump was explanted and returned to the MFR for analysis.